Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be frayed at the distal clevis hub. Failure analysis investigation also concluded that the frayed pitch cable possibly created the improper rotation of the grip. No damage was found at the clevis. An additional observation not reported by site was that instrument's distal pulleys exhibited mechanical indentations. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Evidence not conclusive, but damage to insert is likely due to mishandling/misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the prograsp forceps instrument, it was noted that the instrument had possible rotation problem. No missing or fallen pieces were reported.